Manufacturer narrative:
Patient identification unknown/ not provided. (B)(4). Additional 510k # k013227. Device has not yet been returned to manufacture. Product not returned.

Event description:
It was reported that abutment (ah20/4) had loosened from the implant.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2018-00141 on (B)(6) 2018 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the customer. The customer initially reported as the loosening event of the abutment screw, additional information was received on 22-may-18 stating the abutment was fractured and not the abutment screw became loose. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event.